Manufacturer narrative:
Patella was appropriately labeled with an expiration date of 05/2013.

Event description:
It was identified post-operatively that an expired patella was implanted during total knee replacement surgery.